Manufacturer narrative:
B3 correction: the date of event was corrected from 2023-apr-05 to 2023-mar-08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign). Regarding a patient who was receiving an unknown drug(s) of unknown concentration(s), at an unknown dose rate(s) via an implantable pump. It was reported, that at the last pump refill, the pump logs showed several motor stalls. The pump was stalling for about 10 minutes at a time and had stalled at various hours of the day on the following dates: (B)(6) 2023 at 03:07 to 03:19, (B)(6)2023 at 11:30 to 11:43, (B)(6) 2023 at 23:17 to 23:24, and on (B)(6) 2023 at 01:02 to 1:11. Regarding factors that may have led or contributed to the issue, it was noted, that the stalls happen at all hours of the day, but were noticed more during the night. The patient was feeling well and had no back pain. The physician was aware and the patient was a very poor surgical candidate so they were just watching and waiting. It was further noted, that the patient knows to go to emergency room (ER) if feeling unwell, and to listen for pump alarms. The patient was to bring the intrathecal pump printout with them him and give to the physician with the sph emergency pager number. It was further discussed, that pump motor stalls are a very big deal, and outside sources of electromagnetic interference (emi) can cause these stalls. The patient had moved in the last month so they were going to try looking for any sources of emi. No interventions or actions were taken to resolve the issue as of(B)(6) 2023. No surgical intervention was planned. The pump remained implanted/in-service as of(B)(6) 2023. The issue was not resolved as of (B)(6) 2023. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history would not be made available.